Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after breakfast announcement while newly initiating the ilet, with blood glucose measured at 60 mg/dl and rising to 67 mg/dl after oral carbohydrate intake, and troubleshooting and education were provided regarding potential fluctuations during the learning period. Symptoms included low blood glucose. Outcomes included no hospitalization and self-treatment with oral glucose. Investigation included case review and user coaching on low glucose management. Investigation of this case revealed no device malfunction identified and that the event was consistent with hypoglycemia of unclear cause during early system learning. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.